Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with noise over-sensing from their atrial lead. The over-sensing was causing automatic mode switch episodes. Lead was explanted and replaced on (B)(6) 2020. Patient condition after the procedure was stable.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 46.9 cm to 47.0 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.